Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), the device exhibited elevated threshold. Diagnostic testing/troubleshooting performed. The threshold issue was resolved at subsequent device check. The leadless ipg remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) registry clinical study.